Event description:
It was reported that the stylets broke while they were being pulled out during lead placement, so all the stylets could not be pulled out. Another new lead was placed afterwards and the operation was completed. The patient¿s health damage had not been confirmed but no harm to the patient was reported at the time of the report. The event occurred while the new patient was undergoing an operation. Additional information was received indicating that the patient had no health damage since operation.

Event description:
Additional information received reported that it was unknown if the cause of the difficulty removing the stylets from the lead was determined.

Manufacturer narrative:
Analysis of the lead found no anomaly. Analysis of the stylet found the style wire was broken (overstress/damage). The stylet wire segment inside of the lead could not be removed.

Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.